Event description:
It was reported that the insulin pump had keypad anomaly. Customer stated that the numbers are scrolling on their own. Customer stated has not received any alerts on the screen. Customer stated unable to get the insulin pump working due to buttons not responsive. Customer's blood glucose was 134 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomaly was noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, a cracked reservoir tube lip and a cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.